Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that the have 2 broken crowns and a fractured tooth from the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.